Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of post-paced t-wave oversensing was noted on the device. Technical support was contacted and recommended device reprogramming. No intervention has been conducted at this time but is anticipated at the next follow up with the patient. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicating that device reprogramming has been conducted and was successful. No known patient consequences.